Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an (B)(6) trial patient with an external neurostimulator (ens). The patient reported that they were in pain in their ribs and noted it was a strong pain. The patient stated that the pain was very severe and that they were taking another pain pill at 3. The patient indicated that they would reach out to their healthcare professional (hcp) if the pain did not subside. Additional information was received from the patient on (B)(6) 2017. The patient reported that they still had pain on their side and had spoken to their hcp about the pain on the day of report. Additional information was received from a household member of the patient on (B)(6) 2017. It was indicated that the patient was hospitalized. The household member reported that the patient was still at the hospital. It was mentioned that the patient had some bruises on their arm and then another complication came up. The household member noted that they were waiting on the hcp to see what has to be done. No further complications were reported or were expected.